Event description:
Consumer stated the bristles come out when you brush your teeth. Consumer threw away the toothbrush. Consumer thinks it was a two pack. "As I brushed I felt something in my mouth, I was able to pick it out and it was a bristle. After a couple brushes it did it again, at that point I didn't think it was a one off and quit using the brush. My wife experienced the same situation and she did the same." Consumer threw out toothbrushes. This report is for the wife who used the other toothbrush.